Event description:
It was reported that tubing is causing frequent occlusion alarms since starting the smof, but it was happening with our regular lipids occasionally prior to the change. We also have had several smaller 1fr PICC lines (as opposed to the typical 1.9fr) because of the number of small babies.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Patient information requested, but not provided. Nicu. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing is clogging.